Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is hearing unusual noises with the device. The patient heard an initial pop and then a screeching sound which continues whenever the audio processor is in use. Re-implantation is planned though no date has been set.

Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. After opening of the housing, visual inspection of the electronics shows damage that is typical for humidity ingress. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
The patient heard unusual noises with the device. The patient heard an initial pop and then a screeching sound which continued whenever the audio processor was in use.the patient was re-implanted.